Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer pressed the esc and act buttons to clear the alarm but they did not work. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, off no power test, error test and self-test. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. We were unable to perform occlusion test, prime test, excessive no delivery test due to prime alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. All buttons functioning properly. However, found moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and missing drive support sticker.